Manufacturer narrative:
Evaluation method: the patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed blisters under the front and right electrodes. The patient's physician recommended using a bandage on top of the neosporin that the patient was already using on the blisters. The patient reported that the irritation improved after using the bandage and neosporin.